Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The patient presented at their physician's office with a potential infection at their lead exit site and had their lead removed. The patient reported experiencing itchiness, bleeding, and skin irritation 3 days prior to being seen in person by their physician. A photo was provided that appears to show a tissue reaction on the patient's shoulder that extended across the region of skin that would presumably have been covered by a waterproof bandage; this includes notable areas of erythematous and/or broken skin covered in what may be wound exudate (e.g., purulent discharge). Per follow-up with a representative in contact with the patient, the patient was reportedly sent to the emergency room and subsequently admitted to the hospital. X-ray imaging, including a computed tomography (CT) scan, and blood tests were reportedly performed for further characterization of the issue; per follow-up with a representative in contact with the patient's physician, the physician reported that the tests did not result in any conclusive findings. The patient was administered intravenous antibiotics while admitted to the hospital. The patient was discharged 6 days after this complaint was submitted with a 7-day course of oral antibiotics (bactrim) and a 10-day course of topical antibiotic ointment for further treatment of the issue. Additionally, the patient was advised to apply a hot pack to the affected area a few times per day. The patient was reportedly seen by their physician for a follow-up appointment 8 days after being discharged from the hospital and a peeling wound was noted to still be present where the mounting cradle had previously been placed, per an update provided by a representative in contact with the patient. The patient reportedly had not changed their bandage in a week and was sent back to the emergency room to have the wound evaluated. No further information regarding this visit to the emergency room was available at the time of this investigation; if additional information becomes available, this investigation will be updated. Per follow-up with a representative in contact with the patient, the patient reportedly has known cognitive difficulties. The patient had reported confusion regarding proper use of the sprint system. It is possible that difficulty understanding the use and care of the sprint system (i.e., maintenance of the lead exit site) may have caused or exacerbated the issue reported in this complaint. Further, given that the patient reportedly had not changed their bandage for over a week following discharge from the hospital, it is also possible that the patient's lack of comprehension and/or adherence to wound care may suggest a broader difficulty in understanding care instructions that is not specific to the sprint system. Given the location of the wound, it is also possible that an increased sensitivity to skin-worn adhesive system components (e.g., mounting cradle(s), waterproof bandage) may have contributed to the reported issue.

Event description:
The patient presented at their physician's office with a potential infection at their lead exit site and had their lead removed. The patient reported experiencing itchiness, bleeding, and skin irritation 3 days prior to being seen in person by their physician. A photo was provided that appears to show a tissue reaction on the patient's shoulder that extended across the region of skin that would presumably have been covered by a waterproof bandage; this includes notable areas of erythematous and/or broken skin covered in what may be wound exudate (e.g., purulent discharge). The patient was reportedly sent to the emergency room and subsequently admitted to the hospital where they were administered intravenous antibiotics. The patient was later discharged and prescribed oral and topical antibiotics for further treatment of the issue.